Manufacturer narrative:
Clinical investigation: a temporal relationship exists between peritoneal dialysis (pd) therapy with the liberty cycler set and the patient¿s peritonitis event. However, there is no allegation nor any objective evidence that a liberty cycler set malfunction or product deficiency was associated with this event. Peritonitis is a well-documented complication in patients undergoing pd therapy. Based on the information available. The cause of the patient¿s peritonitis cannot be determined, however, the patient¿s pd culture yielded growth of the bacteria corynebacterium which is known to colonize human skin. Therefore, it is possible the peritonitis event is related to touch contamination during the pd exchange, which is very common in patients undergoing pd therapy. Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached, and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient developed peritonitis. There were no reported allegations that the peritonitis was related to a fresenius device or product. During follow-up, the patient¿s pd nurse reported that the patient had a pd culture obtained (in the pd clinic), which yielded an elevated white blood cell (wbc) of 1822 and growth of the bacteria corynebacterium. Per the nurse, the patient was treated with fortaz 2 grams daily intra-peritoneal (ip) and oral clindamycin 600 mg 3 times daily on an outpatient basis. The patient¿s pd nurse stated that subsequently the patient had a leak at the exit site of their pd catheter (not a fresenius product). As a result, the patient¿s pd catheter was surgically re-tunneled. The nurse states the patient has recovered from the event and is currently being treated with hemodialysis while the catheter site heals. The nurse was not able to provide a cause for the peritonitis event. However, the nurse reported the patient did not have any fluid leaks, or any issues with fresenius device, or product in relation to the event.